Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient was reported to have reconnected to a setup that was compromised after an inadvertent disconnect between two components. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and for returning after an emergency disconnection. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the home patient (hp) made a mistake during peritoneal dialysis (pd) therapy and reconnected to the setup after an improper disconnection had occurred. The technical service representative (tsr) explained that the setup was compromised when the disconnection was not done properly and the lines were not capped off. The hp stated that the last fluid solution did not start filling them yet. The tsr advised to disconnect and end therapy with that setup. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.